Event description:
Reporter noted corneal burn at incision site, after phacoemulsification. Follow-up after six weeks indicated patient had about four diopters of astigmatism; prognosis was listed as good.